Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. The customer has reported that the device has been discarded. In the event that additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the patient circuit became disconnected (the tube to the humidifier chamber slipped off of the connector) while in use on a patient. The customer reported that there was no patient compromise associated with this issue.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received a photograph of the suspect device, a fisher & paykel mr850 humidifier flexible circuit with heated wire kit, and evaluated the photograph. An evaluation of the photograph confirmed a disconnection between the wire connector and clear hose. No DHR review was possible as a lot number was not reported for the suspect device. A root cause for the reported issue was not determined as the suspect device was not returned to the manufacturer for further evaluation.